Event description:
On (B)(6), 2011, this patient underwent treatment of an abdominal aortic rupture with eight gore excluder aaa endoprostheses. It was reported that during deployment of a trunk-ipsilateral leg component, the device slipped distally due to angulation of the aortic neck. After a proximal type I endoleak was identified, four aortic extender components were implanted for proximal extension. Final angiography showed exclusion of the aneurysm with no evidence of endoleak, and the patient was taken to recovery in critical condition. On (B)(6), 2011, the patient reportedly had a "sudden decomposition." Advanced life support was administered, and the patient was brought to the operating room. Intraoperative aortography demonstrated a type iii endoleak between the trunk-ipsilateral leg component and an aortic extender component, so an additional aortic extender component was implanted at the leak. An aortogram again showed a type iii endoleak, so the area was angioplastied and a gore tag thoracic endoprosthesis was implanted for proximal relining. Final aortography showed no evidence of endoleak. It was reported the patient remained hypotensive and critically ill throughout this procedure, requiring ongoing chemical resuscitation. During transport from the operating room, the patient reportedly lost his pulse, had pulseless electrical activity, and subsequently became asystolic. Resuscitation was reportedly stopped, and the patient expired. The cause of death was reported to be cardiac arrest secondary to multisystem organ failure/hemorrhagic shock secondary to ruptured abdominal aortic aneurysm.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices implanted and involved in this event: (B)(4).